Manufacturer narrative:
The investigation of the reported compressor mains inlet problem has been finalized. The reported compressor was examined at the hospital by our field service engineer. The visual inspection (returned photograph) of the mains inlet revealed it to be very dusty, one fuse was blown and stuck in the mains inlet. The cause of a blow fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (spraying) causing corrosion and a second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the use and affect the contact between fuse and fuse holder. According to the user's manual, a preventative maintenance shall be performed after 5000 operating hours. It includes visual inspection of damage of part and preventative cleaning of dust in the mains inlet.

Event description:
It was reported that a compressor mains inlet has a fuse that is blown. There was no patient involvement. (B)(4).